Manufacturer narrative:
Device evaluation summary: device evaluation of the power supply from battery charger/modem sn (B)(4) has been completed by the distributor. The reported problem (defective power supply) has been confirmed. Upon investigation, the power supply was unable to power on a charger. The cause for the failure was isolated to the defective power supply brick. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective power supply.

Event description:
A us distributor reported that charger sn (B)(4) would not power on.